Manufacturer narrative:
The monitor was manufactured march 05, 2013 and the review of the device/service history record review supports that all manufacturing inspections passed with no non-conformances noted for any reason. Examination of the returned monitor was unable to confirm the customer's complaint. Over 36 hours of burn-in, final and safety tests, resulted in acceptable results. No physical damage was observed during visual inspection. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were detected. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was reported, that during use of a vigilance 2 monitor, the cco (continuous cardiac output) value was low, about 1l/min. The customer thought the value should be a little higher. The monitor also stopped working while measuring the patient values. It was unknown if an alarm was heard. Cable replacement did not work; however, after the monitor was replaced the issue improved. The patient was not treated according to the inaccurate values. There was no allegation of patient compromise and no other system related devices were identified as suspect.